Event description:
It was reported by the pt's physician that he could not interrogate the pt's device as it "just states it is interrogating but does not go past." The physician stated she did have her programming sys plugged into the wall. The sys was unplugged, the wand battery was checked for sufficient charge and was found to be adequate, and communication was again unsuccessful. A hard reset was performed, but communication was still not possible. The physician stated she was in "a hurry", but she said the pt was no longer feeling stimulation as strongly as she did previously. The pt was last seen (B)(6) 2011 and diagnostics were stated to be within normal limits. The pt's current settings were 2.75 ma/30 hz/250 microsec/14 sec/0.8 min. The doctor suggested that the device may be at end-of-service (eos) as the pt had been at these high settings for a long time, and she was referred for a battery replacement. A replacement surgery in the future is likely. Attempts for further info have been unsuccessful to date.